Event description:
A user facility reported oxygenation during extracorporeal membrane oxygenation support was inadequate. The post-membrane oxygen was reported as 58.1 mmhg with a post-membrane saturation of 70%. The kit was exchanged resulting in a blood loss of approximately 500 ml. There was no specified resulting patient injury. The complaint sample was not available for product return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d4, h6 no non-conformity was observed during the manufacturing process. No other complaint has been reported for this batch number. The complaint sample was not available for evaluation. As a physical evaluation could not be carried out, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. The cause for low post-oxygenator partial oxygen pressure (pao2) or low oxygenator performance can be product as well as application/patient related. A failure in the gas exchange fiber could be due to a problem with raw material, further processing during manufacturing of the oxygenator. Additionally, the performance of the gas exchanger is influenced by application parameters like anticoagulation (act, aptt), blood flow and the fraction of inspired oxygen in sweep gas flow. Clotting of the oxygenator can negatively impact gas exchange. Additionally, high blood levels of fats (high serum lipid levels, e.g. As a result of intravenous nutrition (with lipids) or sedation with propofol) or high fibrinogen can lead to secondary membrane formation in the oxygenator which may result in impaired gas exchange. Due to the increased number of complaints describing a low post-oxygenator po2 value, a quality event was opened for further investigation.

Event description:
A user facility reported oxygenation during extracorporeal membrane oxygenation support was inadequate. The post-membrane oxygen was reported as 58.1 mmhg with a post-membrane saturation of 70%. The kit was exchanged resulting in a blood loss of approximately 500 ml. There was no specified resulting patient serious injury. The complaint sample was not available for product return.